Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that they experienced dropouts. The pt expired.